Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer locking ring for this patient's pinnacle constrained liner apparently became disassociated from the liner a few years ago, according to the surgeon. The patient's hip was functioning well, despite the disassociated locking ring, until last week. The patient's hip became dislocated, requiring it to be revised. The constrained liner, which appeared to be cracked, and the original articuleze femoral head were replaced with a matching liner and head. They were then replaced by an alternate liner and head minutes later, after it was discovered that the initial replacement liner was damaged slightly while being inserted into the well fixed acetabular cup. The initial liner, along with its inner locking ring, were badly damaged during the explant portion of the revision surgery. The initial loosening interface, the dislocation, was between the femoral head and the liner. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Pc(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the returned liner is very badly damaged. No conclusions can be drawn. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.